Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. A review of the batteries' internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Heartware ventricular assist system - battery / (B)(4)/model #: 1650de / expiration date: 2018-09-30 UDI #: (B)(4) mfg date: 2017-09-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries would not charge. The batteries were tried on multiple chargers and would present with a flashing red light. The batteries were exchanged the patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.